Event description:
This patient had a total of four cypher stents implanted in three vessels: mid-lad (2), proximal rca (1), and mid-rca (1). This patient experienced returned to the hospital with chest pain approximately four months post index procedure. Three days later, the patient underwent an urgent angiogram for acute coronary syndrome. Angiography revealed instent restnosis of three cypher stents (proximal rca and mid-lad). The rca was treated as the culprit with poba. One week later, in a staged procedure, the mid-lad was treated with poba. This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking aspirin, statins, and plavix. The patient was taken urgently to the cardiac cath lab, where angiography revealed two lesions in three vessels: a de novo, 18mm length, 90%, lesion in the mid-lad, a denovo, 21mm length, 90% lesion in the mid rca, and a de novo, 12mm length, 50% lesion in the proximal rca. A bolus of angiomax was administered via IV. No gp iibiiia's were administered during the case there were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with a 3.5x13 balloon deployed at 20 atm. Two (2) cypher stents were deployed within the lesion, one (1) 3.0x 18mm to 16 atms and one (1) 3.5x8mm to 14 atms. These stents were placed in overlapping fashion. Post dilation was conducted with a 3.5mm semicompliant powersail balloon deployed at high pressure dilatation. The final result was satisfactory with 0% residual stenosis and timi iii flow noted throughtout the stent segment. The mid-rca was predilated with a 3.5x15 balloon inflated to at 8 atms. A 3.0 x 28mm cypher stent was deployed to atms. The stent was not post dilated. Finally, the proximal rca was predilated with a 3.5mm powersail ablloon deployed to high pressure dilatation. A 3.0 x 18mm cypher stent was deployed within the lesion to 14 atms. The stent was postdilated with a 3.5 mm powersail balloon deployed to high pressure dilation. The final result was satisfoctory with 0% residual stentosis and timi ii flow through out the stented segment. The patient was discharged on aspirin, plavix, and statins the following day. Approximately four months later, the patient was re-admitted to the hospital with chest pain and was diagnosed with acute coronary syndrome (acs) three days later the patient underwent another urgent angiogram, which revealed a 99% (total occlusion), instent restenosis of the cypher stent in the proximal rca and a restenosis of the cypher stent in the mid-lad. The rca was treated with balloon angioplasty. Residual stenosis following the procedure was 0% with timi iii flow. The patient was released the following day. One week later, the patient returned electively to the cath lab for the second part of a staged procedure. The instent restenosis in the cypher stent in the mid-lad was treted with balloon angioplasty and the placement of an additional cypher sten.